Manufacturer narrative:
There is no information for section because the device has not yet been received for analysis. Once information becomes available, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), a patient's dental implant failed to osseointegrate. The implant was removed. Infection, osteopenia, and dehiscence were also reported.

Manufacturer narrative:
This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within (B)(4).